Event description:
The stent was being advanced to the bifurcation of the lad. During manipulation and advancement, the stent slipped off the balloon. Upon locating the stent with the initial wire guide in place, a second wire was advanced to the stent. The physician was able to intertwine the wire guides and withdraw the stent along with the wires.